Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet spiroflex catheter was selected for a thrombectomy procedure. During the procedure when the device was aspirating, the device stopped working. A message to "reconnect saline solution" displayed. There were no reported patient complications.

Manufacturer narrative:
Brand name ¿ corrected from angiojet® spiroflex® to spiroflex® angiojet® thrombectomy set. Common device name - corrected from catheter, coronary, atherectomy to catheter, embolectomy. Product code ¿ corrected from mcx to dxe. Upn ¿ corrected from 105835-002 to 106553-004. (B)(4). Complaint source(s) - corrected from company representative, consumer, foreign to company representative, consumer, foreign, health professional PMA# or 510k# - corrected from p980037 to k072769. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient arrived at the hospital with a heart attack. Information clarified that aspiration was never initiated. The procedure was completed with another of the same device and the patient condition following the procedure was stable.